Event description:
The device was used in the AED mode on a pt described as unconscious and having occasional pulses. The customer complained that the device inappropriately advised a shock on a non-shockable rhythm. The customer described the pt's rhythm as a "sinus rhythm". A total of 13 shocks were administered to the pt. Four of the shocks were administered using the manual mode. The pt's outcome was not reported. It is the reporter's opinion that the performance of the device may have had a negative effect on the pt's heart (specific details were not provided).